Event description:
The advocate stated the customer's blood glucose was tested using his breeze2 meter and the reading was 281 mg/dl. The customer was showing symptoms of hypoglycemia, so the advocate retested his blood glucose using another meter and received a reading of 34 mg/dl. The difference between readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer did not require outside medical attention, but the advocate did have him eat something to raise his blood glucose. The customer's test strips are to be returned for eval. Replacement products (new strips and meter) were sent to the customer.